Event description:
It was reported that there was a problem with a lightsource unit on a camera trolley. It was further reported that an e-2 error message was observed on the lightsource once it was turned on. Further, the tower was in the equipment room at the time and not in theatre.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.